Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Upon review, the implantable cardioverter defibrillator exhibited multiple non-sustained ventricular oversensing episodes. The oversensing was not reproducible via isometrics in the clinic. No intervention was performed. The patient was stable, and would continue to be monitored.